Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake casters at the foot end were loose. The brake caster supports were broken and the main bearing as well. The technician replaced the brake caster supports and the main bearing to resolve the issue.